Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device is evaluated by MFR.: f/g, promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found the first stent strut on distal end lifted outwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status as stable.